Event description:
It was reported that a power source alert occurred. There was no reported impact to the customer¿s blood glucose level. The issue resolved itself before contact, and the customer was educated on power source alerts.